Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he changed his site and his blood glucose increased to 400 mg/dl. The site was not bent or kinked but there was blood that oozed out from the site. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The device settings were programmed accurately. A high pressure test was declined. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned and a replacement infusion set was shipped to the customer.